Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the root cause was determined to be due to a loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The tsr advised the home patient (hp) to make sure the bag connections are tight when connecting the bags. Product surveillance contacted the hp on (B)(6) 2011. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated the cause of the air entering the setup was due to accidentally not tightening the connection between the bags and the cassette properly. The hp stated she has not had any further issues since. There was patient involvement; however, there was no injury or medical intervention reported.